Manufacturer narrative:
(B)(4)

Event description:
It was reported that intermittent undersensing and some decreased sensing values were observed. The patient's condition was unaffected by the event. The clinic elected to take no action other than to continue monitoring the patient through remote transmission. The device remains implanted.